Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Results - (operational problem): visual inspection of the returned device found that the lens was torn on both the optic as well as the haptic. Dry clear surgical residue was also observed on the returned product. (B)(4).

Event description:
The reporter stated that during implantation of an aa4203tl 12.0 diopter se/2.0 silicone single piece lens with toric optic, in to the patient's left eye (os) on (B)(6) 2016, the doctor realized that the incision was not wide enough. The lens was removed and tore during removal. No patient injury reported, back up lens was used.